Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on with either ac or dc power. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device would not power on with either ac or dc power. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The power module was replaced to resolve the issue. Physio found that the electric/electronic overstress (eos) module is not supplying dc voltage to the power module needed for functioning in ac mode and for battery charging. The eos connections were re-established to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was intermittent functioning of the eos.